Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient was hospitalized after receiving two rounds of shock therapy for atrial fibrillation with rapid ventricular response. The device appropriately inhibited therapy using the rhythm identification feature correlation for three minutes, however the sustained rate duration expired and the device treated with anti-tachycardia pacing and shock therapy. It was noted that farfield oversensing was observed in a few atrial tachycardia response episodes, so discussed turning smart feature blanking off. The device remains in-service. No adverse patient effects were reported.